Event description:
A company representative reported that a high drain error 105 alarm was identified in the event log of a returned homechoice device. The alarm occurred on (B)(6) 2012, 08:11:51, during night drain #5. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through a device log review. The root cause was undetermined. If additional relevant information is received, a follow-up will be sent.